Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refz3241 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer via medwatch "powerglide midline device came apart and upon removal of device the catheter broke off and was not intact. Possible piece broke off into patient's arm just beneath the skin. Sonogram revealed 0.3cm focal linear echogenicity without shadowing or double line structure of sub dermis without demonstrable vascularity. Physician progress note states retained partial IV catheter in right upper arm, visible on ultrasound, no intervention per ir (interventional radiology)"